Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that the location of stimulation had changed and reported that it was going up the left side of the ribs and affecting her breathing even at a lower setting at 3. The patient reported that she also felt a lump on the left side of the ins. The patient reported that she was going to have an MRI on her lower back. The patient reported that she did some heavy lifting in october and that was when she noticed the changes. The patient reported that she did see a manufacturer¿s representative(rep) for reprogramming for this issue. No further complications were reported.